Event description:
It was reported that a patient implanted with an impella cp exhibited access site bleeding and hematoma, leading to an acute vasovagal episode. Manual pressure was applied and one unit of packed red blood cells was transfused to obtain hemostasis. Later, the patient was successfully weaned from the pump and survived.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: the instructions for use for the impella cp with smart assist system states the following: section: general patient care considerations. ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer. ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
The investigation of access site bleeding has been completed. The impella device was not returned for evaluation. The root cause of access site bleeding was most likely patient movement since patient sat up in bed which led to oozing and hematoma at impella site. G1 manufacturing site name, address, country, and fax number were erroneously entered on the initial manufacturer device report number 1220648-2025-30241. H5 was erroneously selected on the initial manufacturer device report number 1220648-2025-30241.